Event description:
The customer reported that while installing the 12.5k kit, the customer noted the original blower motor controller pcba was damaged by current. The customer reported there was no patient involvement.